Manufacturer narrative:
The valve was returned with delivery system and sheath. The valve was stuck inside the sheath, and it was exposed through the sheath liner.  A review of imagery provided showed the following: crimped valve observed through torn sheath liner. Struts bent outward and exposed over the sheath liner; struts bent outward approximately 135 degrees within the patient.  Visual inspection was performed and the following was observed: gouges on flex tip;  scratches along sheath shaft; two (2) struts bent at the inflow, and the valve was located at crimp balloon; all struts were exposed through the skirt (normal after crimped and used); post-expanded valve: frame was slightly distorted. One (1) strut bent at inflow since one (1) bent strut was corrected after valve expansion. Leaflets were wrinkled and dehydrate due to storage condition (prolong crimping) during the return handling process. All struts remained exposed through skirt (normal after crimped and used). No functional or dimensional testing was able to be performed due to device return condition. During manufacturing, the valve frames are 100% visually inspected.  After cleaning and drying cycle, the valve frames are 100% visually inspected under a minimum 10x magnification for deformation, grooves, broken strut and scratches. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on the returned product, but no potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿resistance at sheath insertion and between ds and sheath was felt during insertion through esheath of a sapien 3 ultra valve by transfemoral approach¿ and ¿valve frame got bent outward, due to tortuous anatomy of the femoralis and illiac arteries. Therefore, valve was removed on commander in esheath all together as no possible to retract the ds with the valve back through the sheath due to the dislocated strut.¿ additionally, scratches were observed on the sheath shaft indicating patient access vessels were calcified. The presence of tortuosity and calcification in the access vessels can create a challenging pathway during delivery insertion and retrieval through the sheath, and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1- 2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance as indicated by the gouges on the flex tip. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catch and tear the sheath liner, and result in the observed bent struts. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A corrective/preventive action has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. A product risk assessment was previously initiated to investigate the cause and assess the risks associated with frame damaged during use.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the valve frame bent outward due to tortuous anatomy.  The valve and delivery system were removed together as a unit.  A new non-edwards valve was used successfully.  There were no other complications noted.